Event description:
Per the clinic, the patient experienced a performance decrement and developed tinnitus. Hardware exchange was made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient also experienced pain and non-auditory perception at the implant site. Device analysis report attached.